Event description:
As reported from canada by our edwards lifesciences affiliate, it was attempted to implant a 26mm sapien 3 ultra valve in pulmonary position inside a 24mm pulmonary homograft. The homograft was pre-stented with a 26mm stent without issue. During procedure, it was not possible to pass the valve across the stented homograft. During the process, the non-edwards sheath came out of the vessel. A surgical cutdown was performed to remove the system, and the procedure was aborted. The patient was in stable condition.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. Per the report, the device was used in an off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty crossing and subsequent surgical cutdown was unable to be confirmed. The available information suggests procedural factors (interaction with pre-stented homograft) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.